Event description:
It was reported that (1) device was used during a gall bladder procedure. It was reported by the affiliate that the bcd10 instrument tip fell into the patient. The piece was retrieved from the patient.